Manufacturer narrative:
The complainant indicated that the complainant's biomedical engineering department evaluated the device paddles and has determined that the paddles may have been at fault. The complainant indicated that the paddles were scrapped by the biomedical engineering department and would not be returned to zoll for eval. The complainant has also indicated that they have obtained replacement paddles from zoll, and that the paddles and the pd1400 defibrillator are functioning properly.

Event description:
Complainant alleged that the ICU staff was attempting to defibrillate an approximately 75 yr old male pt in cardiac arrest. The staff attempted to deliver two shocks at 360 joules each, but the device failed to discharge on each of the two attempts. The staff checked all paddle connections, and all appeared connected correctly. The staff then attempted a third shock at 360 joules, and the device successfully defibrillated the pt. The staff was able to administer four more shocks to the pt with the device. The pt was subsequently declared expired, but the complainant indicated that the pt was already past the point of recovery when treatment was begun.